Event description:
It was reported that there were high thresholds in the right ventricular lead. The pace/sense portion of the lead was capped and replaced with a new pacing lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2008. (B)(4).